Manufacturer narrative:
The insulin pump had no button response due to an unlocked keypad connector on the display board. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer's blood glucose was 4.2 mmol/l. The discontinuation of the insulin pump was advised. Nothing further was reported.